Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress once the investigation is complete, a follow up MDR will be submitted.

Event description:
It was reported that the device did not cut skin graft. 1.5:1 dermacarriers were loaded correctly. The surgeon ended up using a blade to get the cuts he wanted. The ratchet does not fit onto the post. The event occurred during surgery. There was no harm reported. There was a delay of unknown timing. Attempts have been made and no further information is available at this time.

Event description:
It was reported that the first device used the handle did not did not attach to the post. The second device was opened to obtain the handle which was attached to the first skin expander. When the graft was processed through the device it was not cutting like expected. The surgeon then manually scored the graft. No additional graft was needed. No harm or injury occurred with the patient or operator. A 15 min delay did occur. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). Conclusion summary: on (B)(6) 2018, it was reported that the handle did not attach to the post. A second device was opened to obtain the handle which was attached to the original skin expander. When the graft was processed through the device it did not cut as expected. The surgeon then manually scored the graft. The customer returned a meshgraft ii device, serial number: (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation ie-03394. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number: (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii on may 17, 2018 revealed that the ratchet functioned as intended. The guide block, base plate, handle and ratchet end of the roller all showed signs of wear. The device produced a passing sample mesh and was within calibration specifications. Repair of the meshgraft ii was not performed by zimmer biomet surgical as the account would like to purchase a new unit. The reported event was non-verifiable since during the product review it was noted that the ratchet functioned as intended. The device produced a passing sample mesh and was within calibration specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the ratchet functioned as intended. The device produced a passing sample mesh and was within calibration specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.